Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced angina. It was noted that a coronary angiogram was carried out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) was inactivated and replaced with a cardiac resynchronization therapy pacemaker (crt-p).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected pacemaker induced cardiomyopathy. It was noted there was reduced ejection fraction and regional wall motion abnormalities consistent with pacing induced heart failure. It was also noted the patient had worsening dyspnea with exertion and fatigue. The patient was provided medication in response to their symptoms. The leadless implantable pulse generator (ipg) will be replaced and upgraded if symptoms worsen. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.